Event description:
A malfunction alarm was reported during the loading process of the pump, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support educated the caller on the proper loading technique and assisted in attempting to load a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery and was instructed on how to properly store and return the malfunctioning pump.